Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6485 synergy cw4 arthroscopy pump serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted no problems. The returned device was assembled with ar-6420 lot# z4011 and ar-6425 lot# x0101 pump tubing and powered on. It was noted that a "door open" error message was displayed on the ar-6485 synergy cw4 arthroscopy pump. The most likely cause for the reported failure can be attributed to wear and tear due to the door sensor losing calibration.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2024, it was reported by an arthrex subsidiary employee via sems-06651759 that an ar-6485 synergy cw4 arthroscopy pump was producing an error message "door opened" even though the door was closed properly. They replaced the tubing and tested it again, but the results were the same. This occurred during a shoulder rotator cuff repair on (B)(6) 2024, and the case proceeded with out the pump. This delayed the procedure by about 20 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed the door sensor was faulty and required adjustment for evaluation. Although the power supply functions, per scar 0624-001 the power supply requires replacement. Physical damage was found to the top cover and bezel. Confirmed unit software version is v1.10 rev 17. The software label requires and update from v1.10 rev 17 to v1.10 rev 19. Unit is missing qty 3 power cords/cables. The cause is an improperly secured door sensor attributed to operator error from not tightening it properly. See vendor evaluation